Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the gastrointestinal endoscopy, the user found that the monitor screen was turned off, disappeared, and restarted automatically. Because two monitors were installed at the user facility, the user completed the procedure with another monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Omsc found that the energizing time of the device has passed over 10,000 hours. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The power supply board was failed. The video processing board was failed. Aging deterioration may have caused the defect because 6 years and 3 months have passed since the device was delivered. If significant additional information is received, this report will be supplemented.